Manufacturer narrative:
Philips remote service engineer (rse) spoke with the customer. The customer biomed confirmed that the audio was absent and replaced the computer with a spare. The report suggests the audio card may have failed. The biomed was not aware of the audio setting at the central station in question. The nursing staff and biomed verified the replacement unit is functioning correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the central station was not emitting any sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.